Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8100 sn (B)(4), patient side occlusion test fails. Biomed already sent this 8100 device to bd service depot for warranty repair. Service depot performed pressure calibration test. When biomed received the 8100 from repair. She ran a full check-in test but patient side occlusion test continue to fails. Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: resolution is to sending it in for warranty repair. (B)(4).